Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that high thresholds were observed on the right ventricular lead. The lead was capped. It was further reported that during implant procedure of the replacement lead, high capture thresholds were noted when the lead was tested through the analyzer. The implant detect tool was used and thresholds were within normal limits. The lead was tried again and high thresholds were present. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.